Event description:
It was reported that the pump is alarming nd- clamp tubing. Silenced, reviewed settings and restarted the pump. Pump is running. No further questions at this time. She does have an appointment today. Medication: unknown no additional information available.